Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The returned device alarmed with an 0x34 (52) processor reset for unknown reason. The cause of the alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.  For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached between 420 mg/dl and 450 mg/dl while wearing the pod between 1 and 4 hours. Patient reported the adhesive was becoming loose at the bottom; ketones were also tested and were negative. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied and boluses of 5 units were delivered incrementally.